Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 32-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2013, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 2 years 11 months after insertion of essure. The patient was treated with surgery essure removed on (B)(6) 2013. Essure was removed on (B)(6) 2013. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: insertion and removal date provided in pif : 17aug2010 and 01sep2013 respectively (discrepancy noted) . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-jun-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 31-year-old female patient who had essure inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "essure used in conjunction with /essure tubal ligation with endometrial ablation". The patient's medical history included menorrhagia. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2013, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 2 years 11 months after insertion of essure. The patient was treated with surgery (essure removed on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: insertion and removal date provided in pif : (B)(6) 2010 and (B)(6) 2013 respectively (discrepancy noted) there were three strings remaining on the right and four strings remaining on the left. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2021: medical record received: event: 'endometrial ablation performed concomitantly with the essure micro-insert implantation nos', medical history, reporter information, patient aka name, patient demographic were added. Patient's date of birth was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2013, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 2 years 11 months after insertion of essure. The patient was treated with surgery (essure removed on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.